Event description:
Purchased the abbott libre 3 continuous glucose monitor. Paid out of pocket. Worked the first night, received many alarms for glucose high or low. The next day alarming stopped for user (my mom) and myself and cousin. Both apps, the libre 3 app and the libre linkup app stopped working. Tried c/s, the line states open 7 days/week 8-8est. I called in those hours, said was closed and hung up more than 10 times. Spoke with them via another number found on internet, their offshore c/s stated the app and software is not update for iphone ios since 17.5, which was more than 5 months ago and they don't plan to update it since this libre 3 is being pulled september 2025. So they offered me to purchase for $(B)(6) an external device to alarm and monitor. So we can all carry 2 devices around instead of the phone, which is how it was intended to be used. Also, why should I reward abbott by giving them more money when they cannot even provide the basic service we paid for. They said no worries, medicare will pay, first off not they will not, second, that sounds like insurance gouging and fraud. I work in healthcare, and I also have long history as a drug and device rep. I am very aware of laws of ethics. They continue to sell this cgm and do not improve their software. We are now on ios 18.3, they are still on 17.5, that is egregious. We do not get alarms we were promised at purchase when mom's sugars are out of range. The disgusting part is, I have to wake up every hour just to log in and check now, since the device is ineffective and cannot be trusted, yet abbott is out there promoting and selling it. Abbott needs to make the small investment of updating their software to stay up to date with iphones ios within a respectful time frame, 5 months is not respectful. They are a huge medical company, this is shameful and fraudulent to not update software. That is a basic thing they should be doing for the millions of customers using the libre 3, I posted a bad review and they immediately reached out asking if they can talk to me. No I wasted hours talking to your c/s and I know all I need to know....they need to fix the software issues, as these cgm cannot be trusted as a functioning medical device.